Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, the reported increased intra-peritoneal volume (iipv) event was verified as a high drain 201 alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A short simulated therapy and visual inspection were performed. Upon conclusion of the investigation, the cause of this issue was false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient felt overfilled during dwell one of four of peritoneal dialysis on the homechoice. The patient was unsure of the last fill volume. The initial drain volume was set at 0ml. The technical services representative (tsr) assisted the patient to perform a manual drain. The patient drained 5841ml. This indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume of 2000ml. The tsr arranged a swap and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.